Manufacturer narrative:
Investigation summary: bd received 89 samples for investigation. 5 samples were evaluated by functional testing and the indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had the tube push off the non-patient end. The following information was provided by the initial reporter: "the tube does not hold inside the tube holder during the sample extraction process. During the extraction process, when the tube is inserted into the tube holder and filling begins, the tube is pushed to the outside, and it is necessary to hold it so that the blood continues to flow inside. This problem occurs with needle 368835, although it is an extremely complex problem to associate with a needle since it also occurs with the preassembled extraction wing, which in this case is from greiner bio one. Also this never happens with 368856 tubes, or with 363048 tubes, or with separator gel tubes from other companies."